Manufacturer narrative:
The technician found the rocker arm was broken. The technician used a brake upgrade kit to repair the stretcher.

Event description:
Information received indicates the foot end casters will not go into brake.